Event description:
The patient reported blood glucose results of "119 mg/dl" with the lifescan meter and "89 mg/dl" on a laboratory device, performed within an unspecified time frame. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips and control solution were replaced.